Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via social networking that the customer was experienced high blood glucose level. Customer¿s blood glucose level was 400 mg/dl at the time of call. Customer was treated with bolus from the insulin pump. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.